Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unk procedure, the device did a partial fire. The staples were malformed. Another device was used to complete the case with no pt consequence.